Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was exhibiting continuous beeping.

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "high pressure" and "no disposable" alarm. To further investigate, a functional test was performed. The customer reported issue was not duplicated at time of investigation. There were multiple power turned off, power down, pump turned on, no disposable and high pressure alarm messages found in the pump's event history logs. It was recommended that the downstream occlusion sensor, dso, be replaced. No further actions will be taken. H6: additional information was received indicating that there was no patient involved.